Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had initial surgery in 2016. Patient had flap lift for enhancement procedure on (B)(6) 2017 and since surgery date had loose epithelium/erosion that was being managed with bandage contact lens (bcl). Patient was seen on (B)(6) 2017 by surgeon and the bcl was removed. Surgeon started patient on muro 128 5% 3 times a day for 6 weeks due risk of further erosions. It was stated that the patient had no loss of best corrected visual acuity (bcva) however, patient post op bcva shows decrease in visual acuity. The patient complained of irritation and foreign body sensation in both eyes. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -7.25 x -3.00 x 16, left eye pre-op 20/20 -9.25 x -2.50 x 178. Bcva from (B)(6) 2017: right eye post-op 20/40 .00 x .00 x 90, left eye post-op 20/25 .00 x .00 x 90.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.